Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective stimulation after takin a fall and the left s1 drg lead exhibited high impedances. Additionally, the patient also experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced and the ipg was repositioned to address the issue. Therapy was restored post procedure.